Event description:
It was reported that the tm tibial monoblock was revised for loosening. The surgeon removed the implant and reimplanted a modular a/p wedged tibial component and poly surface. No further information is known at this time.

Manufacturer narrative:
Investigation is in progress.